Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not available for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The 98% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 2.7mm and the lesion length was 15mm. A 2.75x16mm liberte stent was implanted. Residual stenosis was 0%. The procedure was technically successful. One day after the index procedure, the patient experienced a mi. Medications were asa and clopidogrel. No further data was provided. The patient was discharged 14 days post index procedure without angina or silent ischemia. Aspirin 100mg daily for an indefinite period and clopidogrel 75mg daily for twelve months were prescribed.